Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the supplies on the pump, but added additional insulin to the existing cartridge which had 100 units of insulin remaining, and received a minimum fill message. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully. There was no impact to the customer's blood glucose level.